Manufacturer narrative:
An internal investigation was performed for a discrepant identification result when testing with the vitek® ms instrument (ref 410895). Biomérieux analyzed the data provided from the tests performed. Vitek ms results: single choice to enterococcus hirae on (B)(6) 2018. Twice single choice to enterococcus hirae on (B)(6) 2018 (one is a reshoot). Fourth no results (file unreadable, too many peaks) no identification on (B)(6) 18. Single choice to enterococcus hirae on (B)(6) 2018. Expected identification: unknown. Conclusion on the system: the system was operational during the last test performed on 15 oct 2018. The spot preparation quality seems to be not optimal. It has been observed on the calibrator spots and on the sample spots. Two spots gave "too many peaks" probably due to not enough material on spots (only noise detected). Conclusion on the identification: the strain has been returned and a soda sequencing was performed. The strain has been identified as enterococcus hirae 100%. Consequently, vitek ms provided the correct result and performed as intended.

Manufacturer narrative:
An internal investigation was performed for a false susceptible meropenem result for a klebsiella pneumoniae external quality control sample (UK neqas distribution 4297, specimen 4431) in association with etest® meropenem mp 32 ww b30. Biomérieux investigated the retained samples of lot 1004872950. The conformity of lot 1004872950, and an internal reference lot 1006887150 was confirmed with the atcc quality control strains tested for the release of this reference: atcc (B)(6) escherichia coli, atcc (B)(6) enterococcus faecalis, atcc (B)(6) streptococcus pneumoniae, atcc (B)(6) pseudomonas aeruginosa, atcc (B)(6) haemophilus influenzae, atcc (B)(6) bacteroides fragilis. A complain trend analysis confirmed there was no other complaint registered on the lot. The identification of the neqas strain to klebsiella pneumoniae was confirmed with vitek ms methodology. The neqas strain was tested with the etest mp 32 lot 1004872950 mentioned by the customer, and an internal reference lot 1006887150. The results obtained with two lots were >32 g/ml, categorized as resistant based on eucast breakpoints. Conclusion: the susceptible result obtained with etest mp 32, lot 1004872950, by the customer was not reproduced in-house. The results obtained with etest meropenem mp 32, lot 1004872950, and the atcc quality control strains tested during the investigation conformed with specifications. Etest results on the neqas strain was correlated to expected result for meropenem: resistant.

Event description:
A customer in (B)(6) notified biomérieux of misidentification results when testing with the vitek® ms instrument (ref (B)(4)). The customer isolated an enterococcus organism and tested with vitek ms, obtaining an identification of enterococcus hirae twice. The vitek® 2 gp ID card provided a result of enterococcus durans. The discrepancy occurred again with repeat testing. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. An internal biomérieux investigation has been initiated.